Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during a biliary cannulation procedure. According to the complainant, the device was passed down the duodenal scope, when the nurse bowed the device, the cut wire broke in the middle; no part of the cut wire detached. The procedure was completed with a different device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.